Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
A call was received through technical services reporting impedance values of > 3000 ohms were noted. Previous experience on this device includes increasing impedances over time, from an initial baseline of 600-700 ohms. Capture thresholds and sensing have been affected. It was reported that impedances had risen from 600-700 range to 2208 ohms in the previous year. Capture and sensing were both affected: capture threshold increased and sensing [r-waves] were diminished. High voltage lead impedances were also rising. At 11 months later it was reported that chronic impedance rise was continuing, with recent impedances between 2320 - 2608 ohms, and oversensing was noted in device recordings. It was later reported that impedance is greater than 3000 ohms and that the pacing/sensing situation continues to be monitored. It was further reported that there was t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
A call was received through technical services reporting impedance values of > 3000 ohms were noted. Previous experience on this device includes increasing impedances over time, from an initial baseline of 600-700 ohms. Capture thresholds and sensing have been affected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 4 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2008 and (B)(6) 2009. Weekly pace lead impedance trend data in (B)(4) shows high impedance over the range for max rv pace = 2880 to 3392 peak ohms, between (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the lead was capped and replaced with no reported allegations. The remains of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.